Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 10 . E1: patient city: (B)(6). Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation . It was reported that patient faced an issue with packaging of 10 infusion sets. Packaging was not sealed properly and the packaging was not intact. No further information was available.